Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that the cannula lifted from the skin due to adhesive issues and son was not getting insulin. Therefore, she tried to treat it with a bolus via pump and multiple daily injection, but on (B)(6) 2023, the patient went to the emergency room and was subsequently hospitalized. The patient had high ketone level which his healthcare professional assessed as dangerous/life threatening. His highest blood glucose level was 651 mg/dl. Further, the patient was transferred to the intensive care unit. Moreover, the infusion set had been used for almost 4 hours. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment. Furthermore, the mother reported that the pump was displaying 89 mg/dl right before pump was put on him and finger stick was 115 mg/dl and she did put on pump and son ate and blood glucose went to 337 mg/dl and was 371 mg/dl with a finger stick. Mom took off pump 4 hours later and then used multiple daily injection. On (B)(6) 2023, the blood glucose level came down using multiple daily injection. At the time of this report, the patient was not released from the hospital. No further information was available.